Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
Title: transvaginal mesh (tvm) reconstruction with tvt/tot sling for vaginal prolapse concurrent with stress urinary incontinence: its efficacies on luts author : kenneth ogan, koji kawai, inderbir singh gill, seiji naito, williams b isaacs, kazuhiro suzuki, adam s kibel, yoshiyuki kakehi, naoki yoshimura, osamu yokoyama, michael b chancellor and satoru takahashi. The surgical procedure, known as transvaginal mesh (tvm), involved the implantation without suture of a synthetic gynemesh pstm in areas of vesicovaginal and rectovaginal dissection spaces. We evaluated clinical efficacies of tvm reconstruction alone and those concomitant with tvt/ tot sling for the treatment of pelvic organ prolapse (pop) and stress urinary incontinence (sui). A total of 138 female patients (age range: 52 to 84 years old) with pop underwent tvm reconstruction. Reported complications included significant bleeding (n-3) and vaginal erosion (n-3) which required surgical repair (n-2) and conservative management with vaginal estriol administration (n-1). It was concluded that the short-term efficacies of tvm reconstruction for pop are excellent, and concomitant tvt/tot sling prevents postoperative sui. Tvm concomitant with tvt/tot sling may be a reasonable option for the treatment of pop concurrent with sui.